Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/10/2019. Additional h3 investigation summary: it was received for analysis an unopened sample of product code ep8747, lot mgh387. The complaint sample was not received for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements. Additional h3 investigation summary: it was received for analysis two unopened samples of product code ep8747, lot mlj932. The complaint sample was not received for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mgh387 and no non-conformances were identified. Additional device reported in 2210968-2019-85786.

Event description:
It was reported that a patient underwent a carotid anastomosis procedure on 7/1/2019 and suture was used. The suture thread burst a few times during the procedure. Another suture from a different lot was used to complete the procedure. No adverse patient consequence reported.